Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 22-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain, she underwent right salpingectomy and left tubal ligation. The reported event is serious due to medical importance and anticipated in essure's reference safety information after essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident, since surgical intervention (right salpingectomy and left tubal ligation) was required. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: coil dropped off/perforation (fallopian tube(s))"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cholecystectomy ("gastrointestinal or digestive system condition type: gallbladder removal") and pneumonia ("pneumonia") in a 36-year-old female patient who had essure (batch no. 623643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, post coital bleeding, premenstrual syndrome, fever, abdominal discomfort, myalgia, weakness, headache, cough, pleuritic pain, dyspnoea, appetite lost, vomiting, frequency urinary, dysuria, hematuria and bladder pain. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), bacterial vaginosis ("infection (other) : bacterial vaginosis"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cyst"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain / loss:weight gain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), back pain ("back pain") and incontinence ("incontinence"). On (B)(6) 2010, 2 years 4 months after insertion of essure, the patient experienced pneumonia (seriousness criteria hospitalization and medically significant). In 2012, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. The patient was treated with surgery (laparoscopic right salpingectomy, left tubal ligation,dilation and curettage,hysteroscopy,ablation), surgery (ablation,removal of essure device), surgery (ablation,removal of essure device), surgery (removal of essure device), surgery (removal of essure device), surgery (removal of essure device) and surgery (removal of essure device). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, cholecystectomy, pneumonia, bacterial vaginosis, depression, bladder disorder, urinary tract disorder, ovarian cyst, dyspareunia, fatigue, weight increased, pain in extremity, back pain and incontinence outcome was unknown, the vaginal haemorrhage, menorrhagia and nausea had resolved and the urinary tract infection, dysmenorrhoea and arthralgia was resolving. The reporter considered arthralgia, back pain, bacterial vaginosis, bladder disorder, cholecystectomy, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, incontinence, menorrhagia, nausea, ovarian cyst, pain in extremity, pneumonia, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2010 and (B)(6) 2011, hysteroscopy, dilation and curettage, ablation unilateral salpingectomy - right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Cystoscopy - on (B)(6) 2011: device material issue -result not provided hysterosalpingogram - on (B)(6) 2011: unsuccessful hsg pregnancy test negative. Ultrasound was done on (B)(6) 2010. Ultrasound suggests essure is in mid fundal myometrium. On (B)(6) 2010, ultrasound pelvis showed these findings: transabdominal: the uterus measures 8.4 x. 4.5 x 3.1 cm, in the right aspect of the uterus, there is a linear echogenic structure consistent with essure filament. The right ovary is not well seen, however, a structure resembling the ovary measures 3 x 1 x 3.2 cm. No adnexal cyst is seen. The left ovary measures 2.3 x 1.4 x 2.7 ern, no adnexal mass or cyst is seen. No free fluid noted. Urinary bladder is unremarkable. Transvaginal: the echotexture of the uterus is slightly heterogeneous. Endometrium measures 5.1 mm. Small amount of fluid within the endometrial cavity measuring 6 x 4 x 6 mm. Metallic artifact is seen within the right uterine fundal region on the transverse image. Right ovary measures 3.1 x 1.8 x 2.7 cm with no clear adnexal mass or cyst seen otherwise. Left ovary measures 2.4 x 1.5 x 2.9 cm. No adnexal mass or cyst is seen. Impression: echogenic artifact from presumed filament of the right essure implant is seen within the right fundal myometrium, this suggests that the filament is somewhat more medial than expected,right ovary not well seen. No suspected abnormality however, small amount of fluid within the endometrial cavity noted as above. On (B)(6) 2011, surgical pathology report showed right fallopian tube, excision: fallopian tube with reactive changes and foreign body (essure). Gross description: received in formalin in a 1.5cm segment of fallopian tube measuring 0.5cm in diameter. Two silver metallic spiral wire fragments are present in the lumen. On (B)(6) 2010, x-ray hysterosalpingogram showed findings: a limited amount of contrast, which is seen within the endometrial cavity, only pacified the distal lower uterine segment/endometrial cavity. An hsg filament is seen within the right adnexa on the scout view as well as the few fluoroscopic images obtained. Unable to evaluate whether this filament projected into the endometrial cavity. Impression: unsuccessful hsg despite multiple attempts to pass hsg catheter through the cervix and extensive patient pain. Could consider re-attempting the procedure with possible sedation. The recent ultrasound of (B)(6) 2010 did suggest that the right filament may be more medial than expected given visualization of metallic artifact with the region of the right fundal myometrium. Cystoscopy was done. Concerning the injuries reported in this case,the folowing ones were confirmed in patient's medical records:abdominal pain ,pelvic pain ,hip pain ,leg pain,back pain,vaginal haemorrhage,dysmenorrhoea,nausea,ovarian cyst,urinary tract infection,menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Concomitant disease,lab test added. On (B)(6) 2018: plantiff fact sheet received. Event's extracted per pfs:, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, infection (other): bacterial vaginosis, psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, reproductive system disorder or condition type of disorder or condition: ovarian cyst, migration of essure device location of device: coil dropped off, nausea, of fallopian tube), dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), fatigue, weight gain / loss: weight gain, gastrointestinal or digestive system condition type:gallbladder removal,pneumonia,incontinence,abdominal pain,back pain,leg pain,hip pain. Concomitant disease,lab test,date of insertion of essure and date of removal of essure ,lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: coil dropped off/perforation (fallopian tube(s))"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cholecystectomy ("gastrointestinal or digestive system condition type: gallbladder removal") and pneumonia ("pneumonia") in a 36-year-old female patient who had essure (batch no. 623643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, post coital bleeding, premenstrual syndrome, fever, abdominal discomfort, myalgia, weakness, headache, cough, pleuritic pain, dyspnoea, appetite lost, vomiting, frequency urinary, dysuria, hematuria and bladder pain. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), bacterial vaginosis ("infection (other) : bacterial vaginosis"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cyst"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain / loss:weight gain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), back pain ("back pain") and incontinence ("incontinence"). On (B)(6) 2010, 2 years 4 months after insertion of essure, the patient experienced pneumonia (seriousness criteria hospitalization and medically significant). In 2012, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. The patient was treated with surgery (laparoscopic right salpingectomy, left tubal ligation,dilation and curettage,hysteroscopy,ablation), surgery (ablation,removal of essure device). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, cholecystectomy, pneumonia, bacterial vaginosis, depression, bladder disorder, urinary tract disorder, ovarian cyst, dyspareunia, fatigue, weight increased, pain in extremity, back pain and incontinence outcome was unknown, the vaginal haemorrhage, menorrhagia and nausea had resolved and the urinary tract infection, dysmenorrhoea and arthralgia was resolving. The reporter considered arthralgia, back pain, bacterial vaginosis, bladder disorder, cholecystectomy, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, incontinence, menorrhagia, nausea, ovarian cyst, pain in extremity, pneumonia, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2010 and (B)(6) 2011, hysteroscopy, dilation and curettage, ablation unilateral salpingectomy - right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Cystoscopy - on (B)(6) 2011: device material issue -result not provided hysterosalpingogram - on (B)(6) 2011: unsuccessful hsg pregnancy test negative. Ultrasound was done on (B)(6) 2010. Ultrasound suggests essure is in mid fundal myometrium. On 27-dec-2010, ultrasound pelvis showed these findings: transabdominal: the uterus measures 8.4 x. 4.5 x 3.1 cm, in the right aspect of the uterus, there is a linear echogenic structure consistent with essure filament. The right ovary is not well seen, however, a structure resembling the ovary measures 3 x 1 x 3.2 cm. No adnexal cyst is seen. The left ovary measures 2.3 x 1.4 x 2.7 ern, no adnexal mass or cyst is seen. No free fluid noted. Urinary bladder is unremarkable. Transvaginal: the echotexture of the uterus is slightly heterogeneous. Endometrium measures 5.1 mm. Small amount of fluid within the endometrial cavity measuring 6 x 4 x 6 mm. Metallic artifact is seen within the right uterine fundal region on the transverse image. Right ovary measures 3.1 x 1.8 x 2.7 cm with no clear adnexal mass or cyst seen otherwise. Left ovary measures 2.4 x 1.5 x 2.9 cm. No adnexal mass or cyst is seen. Impression: echogenic artifact from presumed filament of the right essure implant is seen within the right fundal myometrium, this suggests that the filament is somewhat more medial than expected,right ovary not well seen. No suspected abnormality however, small amount of fluid within the endometrial cavity noted as above. On (B)(6) 2011, surgical pathology report showed right fallopian tube, excision: fallopian tube with reactive changes and foreign body (essure). Gross description: received in formalin in a 1.5cm segment of fallopian tube measuring 0.5cm in diameter. Two silver metallic spiral wire fragments are present in the lumen. On (B)(6) 2010, x-ray hysterosalpingogram showed findings: a limited amount of contrast, which is seen within the endometrial cavity, only pacified the distal lower uterine segment/endometrial cavity. An hsg filament is seen within the right adnexa on the scout view as well as the few fluoroscopic images obtained. Unable to evaluate whether this filament projected into the endometrial cavity.impression: unsuccessful hsg despite multiple attempts to pass hsg catheter through the cervix and extensive patient pain. Could consider re-attempting the procedure with possible sedation.the recent ultrasound of (B)(6) 2010 did suggest that the right filament may be more medial than expected given visualization of metallic artifact with the region of the right fundal myometrium. Cystoscopy was done. Concerning the injuries reported in this case,the folowing ones were confirmed in patient's medical records:abdominal pain ,pelvic pain ,hip pain ,leg pain,back pain,vaginal haemorrhage,dysmenorrhoea,nausea,ovarian cyst,urinary tract infection and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2018: quality-safety evaluation of ptc. Fup 5 and fup 6 processed together. On 20-jun-2018: fup 5 and fup 6 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for sterilisation. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (right salpingectomy, left tubal ligation on (B)(6) 2011). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on 20-jan-2011: cystoscopy result was not reported. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain, she underwent right salpingectomy and left tubal ligation. The reported event is serious due to medical importance and anticipated in essure's reference safety information after essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident, since surgical intervention (right salpingectomy and left tubal ligation) was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.